Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited an elevated pacing lead impedance (pli). Lead replacement was planned.